Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used and further processed sample was returned for evaluation. Photos were also provided. The returned set was visually inspected per specification. Several light blue particulates were noted inside of the tubing. It should be noted that this pir is for the ultrasite valve manufactured by b. Braun. This valve was further processed by the customer by adding the aforementioned tubing. The blue particulate was ftir tested by the analytical lab at b. Braun. The blue spec did not match any known material in b braun's reference library. For this reason, it was concluded by subject matter experts that the foreign material in the tubing did not originate from b. Braun's manufacturing or packaging processes. The set was then tested for leakage per specification. The set was found to leak at the sonic weld between the ultrasite body and bore nut. The returned pictures showed the same defects. The defect of foreign matter was not confirmed based on the analytical lab's inconclusive test report. It should be noted that this joint is 100% in line tested for leakage. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non conformances noted during in process or final product inspection. Based on the results of the sample evaluation, no specific conclusions can be made regarding the cause of the reported event. The ftir analysis of the blue particulate confirmed that the embedded particles were not a defect caused by b braun.

Event description:
As reported by the user facility: dirt was embedded in the pipe. No injuries were reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4) the device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: dirt was embedded in the pipe. No injuries were reported.